Event description:
It was reported by the rep that during a laparoscopic cholecystectomy, the device jammed and was unable to fire clips. Another device was used to complete the procedure. There was no adverse consequence to the pt reported. One device will be returned.

Manufacturer narrative:
(B) (4). Evaluation summary: the analysis results found that the device was received in good visual condition, with the jaws closed and with a malformed clip present. The jaws were manually opened and the clip was analyzed, however, no conclusion could be reached as to how the clip became malformed. The instrument was cycled, fed and formed the remaining clips within mfg specifications. The jaws opened and closed as intended during analysis. The instrument locked out as intended. A batch record review was performed and no anomalies were found during the mfg process.